Event description:
I received my first fluoride treatment, which was a fluoride varnish on june 19. Within a couple of hours my body was in debilitating pain from intense body aches, especially in my spine and joints. At this time, my lips swelled very large and a rash began to form all over my lips. It has been two weeks and the swelling and rash have not subsided. I went to a dr who said I had an allergic reaction to the fluoride. Did the problem stop after the person reduced the dose or stopped taking or using the product? No. Is therapy still on-going? No. Reason for use: tooth sensitivity.